Event description:
Using the omnipod5, filled with the required 180 units. Unit failed to connect to the controller. Called technical support. Extended wait times response will be in 2 business days. This is a life sustaining device. It is an insulin pump. Two days for a response is unacceptable. This is the 5th pod that has failed to connect after filling. FDA safety report ID # (B)(4).